Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05133. It was reported that rotawire fracture occurred and a rotablator burr perforated the patient's artery and the patient died. A rotawire and rotablator burr were selected for use. During procedure, it was noted that the rotawire became fractured causing the rotablator burr to perforate the patient's artery. Consequently, the patient died.